Event description:
Following a mitral valve repair a foreign body was detected on the pt's x-ray. The foreign body was a clamp insert and surgical intervention was required in order to retrieve the insert. Five clamps were returned and the hospital is unsure as to which clamp was actually implicated. Cv5040 and cv5045 clamps were in use at the time of the event.